Event description:
Breast implant inside "destroyed my muscles & the gel bleed has damaged my lungs." Rptr still having problems. Rptr's implant was sewed & nicked. Rptr has implant. Rptr sleeps on their stomach & is sure some gel leaked out. Most of rptr's trouble seems to be on their left side where they were implanted because of cancer.